Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2015 for investigation. Investigation results as follows: visual inspection was performed and no physical damages were observed. Upon powering on the device for initial functional testing, the platform displayed a constant user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). Load cell characterization was performed which found that both load cells were over-reporting, causing the ua 7 code to be displayed. Following replacement of the load cell modules, a second load cell characterization test was performed, which verified that the load cells were functioning as intended. Compression testing was then performed using a large resuscitation test fixture, with no further fault codes or errors observed. The autopulse platform performed as intended after replacement of the load cells. A review of the platform's archive data was performed, which showed that multiple ua 18 (max take-up revolutions exceeded) and ua 16 (timeout moving to take-up position) codes occurred on the reported event date of (B)(6) 2014. Consistent with the reported information, the archive shows that no compressions were performed on this day. Further inspection of the platform identified the cause of the ua 16 codes to be the drivetrain motor, which was not functioning properly. With respect to the ua 18 codes, there were no mechanical issues identified during inspection that may have caused or contributed to these codes being displayed. A probable cause for the ua 18 codes has been determined to be movement of the patient or platform, which likely resulted in insufficient weight detected on the platform. Based on the investigation, the parts identified for replacement were the load cells and the drivetrain motor. In summary, the reported event of the platform stopping operation after the "start/continue" button was pressed was confirmed based on platform archive review. The archive shows that on (B)(6) 2014, the platform displayed multiple ua 16 and ua 18 codes, with no compressions performed. The ua 16 was attributed to the drivetrain motor not functioning properly. The ua 18 was likely due to movement of the patient or platform, which likely resulted in insufficient weight detected on the platform. Based on the evaluation of the device, there were no issues identified with the autopulse platform that may have caused or contributed to the patient outcome. Additionally, there was no stoppage or delay in treatment as a result of no autopulse compressions being performed. Per the physician, the cause of the cardiac arrest and subsequent patient's death, was the reported myocardial infarction. Unrelated to the reported complaint, the platform displayed a constant ua 7 while being serviced. The ua 7 was attributed to both load cells over-reporting. Following service, including replacement of the load cells and drivetrain motor, the device passed all testing criteria.

Event description:
It was reported that a male patient had a myocardial infarction (mi) and subsequently, a cardiac arrest at his home. It is unknown if the cardiac arrest was witnessed. Patient's medical history was not provided and it is unknown if he was on any medications. Manual CPR was initiated at the patient's residence by the emergency service and continued during transport to the hospital for about 30 minutes. Upon arrival at the hospital, the autopulse platform was deployed by the hospital staff without any issues. However, when the "start/continue" button was pressed to begin compressions, the platform did not adjust the lifeband to the patient's chest. The hospital staff reset the platform but the issue did not resolve. No compressions were provided by the autopulse. Basic emergency medical care (asl) for mi was provided by the hospital staff. The hospital staff reverted to manual CPR for about 30 minutes until the patient was pronounced dead by the physician. Return of spontaneous circulation (rosc) was never achieved. An autopsy was not performed. Per the medical operator, there was no delay or stop in treatment because manual CPR was continually implemented. The medical operator does not attribute the patient's death to the autopulse. Per the physician, the cause of the cardiac arrest and the patient's death was due to the mi. No further information was provided.